Manufacturer narrative:
Device evaluation did not show any malfunction. The fit issue likely caused by stone model distortion that could not be detected by cbct scan limitation.

Event description:
Doctor did tooth extraction and tried to seat the guide in patient's mouth but it rocked heavily. Therefore he did not use the guide and grafted the extraction site.